Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure for a esophagus reflux, after use of the circular stapler, an anastomotic leakage measuring approximately 0.5 cm occurred at the anastomosis site. The patient experienced blood loss at the anastomosis location after surgery, with the amount of blood loss unknown. Additional surgery was required, including a post-operative surgical operation and endo vac treatment. The device was replaced by another manufacturer's product.